Manufacturer narrative:
The field service representative (fsr) replaced the batteries, the rocker switch, the switch harness and the power manager board as the logs showed issues with those components. The unit operated to the manufacturer's specifications. The suspect devices will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the batteries were not charging. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) stated that the batteries were fine and the issue was caused by the power manager board. The power manager board was returned to the manufacturer for further evaluation.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that it took some time initially for the system to set the battery capacity estimates. The batteries charge and the system handles the batteries as expected. There are no apparent issues with the power manager. Per data log review, only the power manager log was provided. There was no definitive indication that the batteries were not charging. The complaint cannot be confirmed using the log in this case.